Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a (B)(6) female who reported that she experienced bruising, swelling, burning, soreness and redness after she received poly-l-lactic acid (sculptra) for wrinkles and sunken cheeks. She received the injections on (B)(6) 2008 and that day she noticed a huge bruise on her left cheek, about one half to 1 inch long. She also noticed that the left cheek looked different from the right cheek. She went back to the doctor who told her it was fine. The nurse gave her a tube of hydrocortisone and vitamin k cream to soothe the reaction. By saturday ((B)(6) 2008) she had burning, redness, welts and sores on her face and burning and redness on her neck where she did not have any injections. Massaging aggravated the areas causing burning and soreness. On (B)(6) 2008, she could not sleep because of the burning feeling and took 2 lorazepam (ativan) which did not help. She applied ice packs to the areas and was able to fall asleep. She stated the doctor never massaged her skin and only pushed in with his thumb. She felt she could not go out in public or visit relatives because of the appearance of her skin. The outcome is ongoing. The reporter's causality is not provided. (B)(4).

Manufacturer narrative:
Conclusion: no faults detectable. Addendum for follow-up info received on 08/06/2008: the physician reported via a sales rep that the pt experienced spotty redness and edema to the face and neck, worse on the right than on the left side. He confirmed that poly-l-lactic acid was administered on (B)(6) 2008. The reporting physician saw the pt on (B)(6) 2008 and prescribed hydrocortisone valerate (hydroval cream) twice daily for the reaction. He stated the reaction had the appearance of a mild sunburn and was "minimal." The reporter stated there were no nodules or granuloma and that the reaction was strictly topical. The reporter is expected to see the pt again in the upcoming weeks. Additional info received on 08/08/2008: (B)(4). Results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.